Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013, patient experienced a hypoglycemic event. Patient passed out and her husband called the paramedics. Upon arrival, the paramedics administered glucose to patient. Patient reported sensor inaccuracies, but believes her cgm was working properly at time of event. At the time of her call to technical support, patient reported being in fine condition.